Event description:
It was reported that, "during the process of inserting 6302-3-0xx screws into the acetabular cup, the tip of the screw driver broke off and remained in the screw head. The screw head was not completely seated (1/2 screw head proud). The screw could not be removed by pliers and a high speed carbide burr was used to cut the screw head off. This allowed the liner to seat in the acetabular cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.